Event description:
The device was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. 4076-52, (B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.